Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up procedure, no capture was noted on the right ventricular (rv) lead. X-ray revealed the rv lead had dislodged due to twiddler's syndrome. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed the lead body was extremely twisted. Due to the type of the damage, it appears that the most probable cause of the damage is due to twiddler¿s syndrome.